Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.j urol. 2016;conference(4 suppl. 1):e594.

Event description:
It was reported in journal article ¿robotic partial nephrectomy for highly complex renal masses¿ robotic partial nephrectomy was performed and suture was used for the medulla and cortex. The patient may have experienced conversion to open procedure. No additional information was provided.